Event description:
It was stated that the arctic sun device was not cooling, chiller temperature (t4) was 21.9 and chiller did not have water, currently had 4000 hours on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause for the reported event could not be determined. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was stated that the arctic sun device was not cooling, chiller temperature (t4) was 21.9 and chiller did not have water, currently had 4000 hours on the device. Per follow up information received via phone on 28mar2025, transferred to the biomed. Spoke with technician, who stated they did see this device in this system, but there were no attached tickets. They would contact primary biomed regarding repair choice.